Manufacturer narrative:
Block d2b: product code: additional product code qon block c2/d10: model# 5101 sn# (B)(6). Model: neurostimulator UDI# (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: device investigation details show that a visual inspection-fail-visual inspection of the tined lead revealed the tined lead was missing the proximal end and was deformed at one location. Lead fracture was confirmed by physician during revision surgery. It is unknown how this issue occurred. X-rays did not show image clearly. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of inadequate stimulation, incontinence, fracture and impedances issues were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implant device experienced open impedances with their device and worsening incontinence. Troubleshooting occurred which did not resolve the issue. A revision surgery was performed. During the procedure, it was noted that the lead was fractured. All lead fragments were removed and imaging confirmed that there were no additional fragments left in the patient. New lead was placed. There were no additional complications.

Event description:
It was reported that after the patient was implanted with an axonics device they reported having open impedances on 2 electrodes and was reprogrammed. This condition worsened and the patient was noted to have 3 open impedances. The physician noted the patient would require revision surgery due to a lead fracture. Shortly after, the patient had open impedances on all 4 electrodes and no relief. The revision procedure was performed on (B)(6) 2026. When opening and removing the patient's battery if was found that the lead was snapped in half. The physician was able to remove both fragments of the lead successfully from the patient. No fragments are visible on the x-ray. After complete removal, a new lead was placed. There were no additional complications reported as a result of this event.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.